Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h11a15490, h10k03042, h10j11104 with no defects noted. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer, with supplemental information from a nurse, from the USA of peritonitis, "due to the cat she was taking care of", in a patient (age not reported) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (lot number, dosage and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, a consumer stated the following. On an unreported date the patient had experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. The patient reported that the cause of the peritonitis was due to the cat she was taking care of for her daughter. On (B)(6) 2011, the patient was discharged from the hospital and was recovering. Treatment for the peritonitis was not reported. Dianeal was ongoing. Concomitant medications were not reported. An opinion of causality was not reported.